Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) was observed on the left ventricular (lv) lead. The lv lead was reprogrammed and remains in use. It was further reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The rv lead remains in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.